Manufacturer narrative:
(B)(6). Date of postoperative fcr rupture is unknown. This report is for one (1) unknown distal radius plate. (Other): without a valid part and lot number, a UDI is not available. Procedural dates, for both implant and explant, are unknown. Per facility, the complainant parts are not expected to be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally treated for a broken distal radius with synthes hardware on an unknown date. On an unknown post-operative date, the patient suffered a flexor carpi radialis (fcr) rupture, which resulted in the necessity for a hardware removal procedure. During the removal, a synthes distal radius plate and seven (7) screws were all explanted fully intact. The patient was not revised with new hardware. The procedure was completed successfully without any reported delay or additional medical intervention. The patient's post-operative status/outcome is unknown. This report is for one (1) unknown distal radius plate. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Initially reported as january 13, 2016; should be february 01, 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgeon didn't feel the rupture was related to the plate but decided to remove the plate while addressing the rupture.